Event description:
Between two examinations. Staff members reported sparks and a burning smell. The device was immediately removed from the room and taken toward an open area. While it was being moved, the machine caught fire. The fire self-extinguished with in a few seconds. No harm occured to any person.